Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a fill estimate of 32 units after loading a new cartridge. The customer's blood glucose level was 119 mg/dl. The customer reloaded the same cartridge and received an accurate fill estimate of +240 units. The customer was to continue monitoring the pump performance.